Manufacturer narrative:
The real intelligence cori, part number rob10024, serial number (B)(6) intended for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. A complaint history review for similar reported/confirmed complaints concluded this was an isolated event. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with software installation problem. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H3, h6: the real intelligence cori, part # rob10024, serial # (B)(6), intended for use in treatment, was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. Console seems to function normally, screen was not observed to go black, console remained powered on and fully functional during testing. A log file review was performed. The reported problem was confirmed. The log files indicate that the displayport video feed connection was interrupted during use of the hip application. Attempts to recreate this failure by causing tablet and touchscreen disconnects confirms that dp-6 correlates to the tablet, and this was a tablet disconnect. Although the reported problem was not confirmed through a visual or functional evaluation, log files confirm that the displayport video feed was lost during use of the hip application. This was recorded as a one display permanently lost, which suggests that the video feed interruption was the result of a hardware change. The most likely cause of this issue seems to be that the tablet video feed was lost, either due to a physical disconnect or an intermittent wiring connection in the cable. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints concluded this was an isolated event. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file including a documented risk level. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that, during the set-up for a ri hip lab, the hip application of a real intelligence cori crashed and was deemed unusable. For about an hour the cori unit stayed on initial hip start screen then after that hour the hip application closed and and the tablet went black on the cori unit, normal troubleshooting commenced. The unit was then moved to a new port and tried to be restarted. Only response received from the cori unit was a orange light on front of system that flashed orange. The tablet was then checked to see if it was turned on or off and confirmed that it was on. Troubleshooting such as rebooting the device, checking the table to see if it was on or off, and unplugging and plugging the tablet back in were performed, but the problem persists. Since this was noticed during a demonstration, there was not any patient involved.

Manufacturer narrative:
Internal complaint reference case (B)(4).